Manufacturer narrative:
Case-(B)(4).

Event description:
It was reported that patient had a primary thr on (B)(6) 2020 and showed signs of infection and this was confirmed by pathology. Revision surgery performed using cpcs and all poly reflection cup with copal antibiotic cement.

Manufacturer narrative:
Investigation results: it was reported that patient had a primary total hip replacement showed signs of infection and this was confirmed by pathology. Revision surgery performed using cpcs and all poly reflection cup with copal antibiotic cement. The claimed article, a polarstem stem std ti/ha 2 non-cem which intent use is in treatment, was not returned for investigation. A product history review was performed. The corresponding batch record shows no deviation which could relate to the reported infection. No other complaint can be found for the batch in question. The risk file shows that the risk of an infection is covered and rated as low. In our current instruction for use for hip implants 12.23 ed.06/20 an infection is a known and mentioned possible side effect of a total hip replacement. To date smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. No device problem can be found and the cause is not established. If additional clinically relevant materials are later received, then the case will be re-opened for further evaluation. S+n will monitor this device for similar issues.